Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage or break occurred. A 3.50mm x 28mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, stent shortening or breaking was noted. No patient complications were reported.